Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 1991, reportedly, the patient was injured while working and presented with pain in the center of the lower back radiating into both hips. In (B)(6) 2004, reportedly, the patient underwent a lumbar spine MRI which showed significant degeneration at l3-4 and l4-5 discs with endplate edema and some foraminal stenosis noted at those levels as well as at l5-s1. On (B)(6) 2004 the patient presented with possible radiculopathy and underwent ncs/emg testing which suggested a right l4-l5 root level irritation but not a diagnosis of radiculopathy, neuropathy,or myelopathy. Per the encounter notes there was a suggestion of irritation at the right l4-l5 area with disc protrusion, some evidence of djd and spinal stenosis with intermittent irritation and chronic myofascial back pain. On (B)(6) 2004 the patient presented with lumbar radiculitis, foraminal stenosis, and lumbar disc displacement and received a right l3 and l4 transforaminal epidural steroid injection. No patient complications were noted. On (B)(6) 2004 the patient presented with lumbar radiculitis, foraminal stenosis, and lumbar disc displacement and received a right l3 and l4 transforaminal epidural steroid injection. No patient complications were noted. On (B)(6) 2005 the patient presented with persistent low back pain and a history stenosis. The patient complained of pain referring down both leg and that they were having difficulty sitting and driving due to back pain and spasms. On (B)(6) 2005 the patient presented with persistent pain in the back radiating down legs. The patient had difficulty sitting, standing, and walking secondary to pain. Per the encounter notes the patient reported transient improvement from prior epidural injections. Due to the persistent pain and spasms the patient&#62688;work hours were reduced to 6 hours max two times a week. The patient&#62688;pain medications were increased. Medications: davacet, fiorinol, voltaren, and flexeril. Per the encounter notes a previous MRI showed disc changes at l3-l4 through l5-s1 with spinal stenosis at multiple levels and emg was suggestive of right l4-l5 root level irritation. On (B)(6) 2005 the patient presented with pain in the center lower back radiating to both hips, right > left. The patient also reported right buttock and right thigh numbness. It was reported that the patient had undergone some epidural injections in the past with limited relief. On (B)(6) 2005 through (B)(6) 2005 the patient presented for physical therapy with lumbar degenerative disc disease. On (B)(6) 2008 the patient presented with constant chronic pain in the lower back with sacroiliac joint arthrosis. The patient reported tripping over their right foot when walking. The patient walked with an antalgic gait. The patient&#62688;lumbar spine showed significant limited mobility secondary to pain. Lumbar spine x-rays were reviewed which showed extensive degenerative changes especially at l3-4, l4-5 and the l5-s1 disc being completely narrowed down with severe facet arthritis. On (B)(6) 2008 the patient presented with pain and underwent a MRI of the lumbar spine which showed normal alignment of the lumbar spine without evidence of fracture of subluxation and moderate degenerative disc disease changes the l3-4 and l4-5 with mild to moderate central canal and bilateral neural foraminal stenosis. On (B)(6) 2008 the patient presented with a family history of heart disease and a previous myocardial infarction in 1968. The patient underwent myocardial perfusion imaging which showed no evidence of ischemia or infarction with relatively well preserved left ventricular systolic function. On (B)(6) 2008 the patient presented with low back pain, right sided buttock pain, and tenderness in the l4-5 and l5-s1 region. Per the encounter notes a lumbar spine MRI was reviewed which showed evidence of significant disc height collapse at l3-4 and l4-5 with herniated disc at l3-4 as well with some foraminal stenosis noted at these levels as well. On (B)(6) 2008, in an office note, it was reported the patient presented with persistent back pain and spinal stenosis. On (B)(6) 2008 the patient presented with lumbar herniated disc with lumbar radiculopathy, foraminal stenosis and right sacroiliac joint arthrosis. The patient received a right l4, l5, transforaminal epidural steroid injections and a right sacroiliac joint injection. No patient complications were noted. On (B)(6) 2008 and (B)(6) 2008 the patient presented with right lumbar radiculopathy and right sacroiliac joint arthrosis. The patient received a right l4 then l5, transforaminal epidural steroid injection and a right sacroiliac joint injection. No patient complications were noted. On (B)(6) 2008 the patient presented with low back and right sided extremity pain. Per the encounter notes the previous epidural and sacroiliac injections had only give the patient temporary relief &#63508;he first helping more than the following two. Radiofrequency ablation was discussed. On (B)(6) 2008, in an office note, it reported the patient had persistent back pain secondary to spinal stenosis. It also reported that the patient had had some difficulty with exercise tolerance and endurance with symptoms consistent with the reoccurrence of lyme disease. Medications: lidoderm, flexeril, vicodin, as duragesic. On (B)(6) 2008 the patient presented with lumbar facet syndrome, right l3-4, l4-5 and l5-s1. The patient underwent a right l3, l4 and l5 lumbar facet medial branch radio frequency ablation neurotomy. No patient complications were noted. On (B)(6) 2009 the patient underwent various labs which revealed a high prothrombin time. On (B)(6) 2009 the patient presented with lumbar facet syndrome, right l3-4, l4-5 and l5-s1. The patient underwent a right l3, l4 and l5 lumbar facet medial branch radio frequency ablation neurotomy. No patient complications were noted. On (B)(6) 2009 the patient presented with lower back pain with lower extremity discomfort and pain. Per the encounter notes the patient had had some relief from the recent radio frequency ablation therapy. It was reported that the patient was still in pain and surgical intervention was required. On (B)(6) 2009, in a doctor&#62688;letter, it reported that the patient presented with persistent lower back and lower extremity pain. The patient's symptoms were primarily unilateral and right sided with significant back pain as well as right-sided lower extremity pain with a significant disc height collapse at l3-4 and l4-5 on the fluoroscopic images. On (B)(6) 2009 the patient presented with continued low back pain and related symptoms. Per the encounter notes &#63507;urgical intervention was recommended. On (B)(6) 2009 the patient underwent an ECG. Results: normal. The patient also underwent chest x-rays which showed no active pulmonary disease. The patient underwent various labs which revealed low rbc, hemoglobin, hematocrit, mpv, absolute lymphocytes calcium and high mch, mcv, rdw, monocytes, glucose. A urinalysis was negative for growth. On (B)(6) 2009 the patient underwent various labs which revealed low rbc, hemoglobin, hematocrit, mpv, absolute lymphocytes and high mcb, rdw and monocytes. On (B)(6) 2009 the patient presented for a pre-operative evaluation and assessment and thought to be an acceptable level of cardiovascular risk. Medications: duragesic patch, flexeril, vicodin, and toprol. On (B)(6) 2009 the patient underwent labs which revealed a white count of 8.5, hemoglobin of 9.6, hematocrit of 27.9, mcv of 95, and platelets of 194,000. Differential; 78 segmenters, 141ymphocytes, and 8 monocytes. Glucose was117, bun is 10, creatinine was 0.7, sodium is 138, potassium is 4.1, chloride is 106, and calcium was 7.9. A chest x-ray done showed no active pulmonary disease. EKG showed normal sinus rhythm, ventricular rate of 65 beats per minute, normal axis. There was no acute st elevation or depression on the EKG done in the pre-op evaluation. On (B)(6) 2009 the patient presented with significant ongoing low back pain and the preoperative diagnosis of lumbar herniated disk degeneration and spinal stenosis l3-s1. The patient underwent surgery which consisted of a bilateral lumbar laminectomy l3-l4, l4-s1; bilateral foraminotomies at l3-l4, l4-l5, l5-s1 with bilateral posterolateral spinal fusion l3-l4, l4-l5,l5-s1 with segmental spinal instrumentation using tsrh system with left l3-l4 transforaminal posterior lumbar interbody fusion with peek spacer infusible bone morphogenic protein supplemented with mastergraft and local bone and aspiration of bone marrow from each of the pedicle holes and the vertebrae for bone grafting purposes. Per the operative report thorough discectomy was carried out following which the capsule and instruments were utilized to prepare the endplates and trials positioned, 8-mm trial was found satisfactory. At this point, the trial was removed and the infusible morphogenic protein that was cut to the appropriate size early was packed at the l3-l4 space followed by local bone graft and thereafter the 8-mm peek spacer was then opened and infuse was fashioned within the peak spacer as well. The peak spacer was then passed into the l3-l4 space in satisfactory fashion. Intraoperative x-rays confirmed the position of the implant was found satisfactory. At this point in time, the posterolateral elements were decorticated. The dry piece of gelfoam was placed in the nerve roots and the infusible morphogenic protein was placed in posterolateral gutters after they were decorticated and master graft and local bone was then packed into the posterolateral gutters as well. It should be noted that at the l4-l5 level an attempt was made to perform a transforaminal interbody fusion, however the disk was found to be significantly collapsed where no instruments could be passed between the l4-l5 level on account of which l4-l5 interbody fusion was not performed. Emg and fluoroscopic imaging was utilized to verify positioning and alignment. No patient complications were reported. A pathology was conducted on the tissue removed: fibrocartilaginous and bone tissue with focal degeneration.no tumor identified. The patient did experience some post-operative anemia and constipation. On (B)(6) 2009 the patient was discharged to rehabilitation. On (B)(6) 2009 the patient presented, post op, with improved conditions, the patient was &#61957;healing nicely&#63489;and was &#62853;very happy with surgery. X-rays showed satisfactory alignment and hardware appeared intact. Bone grafts appeared to be incorporating. On (B)(6) 2009 the patient was recommended for physical therapy. On (B)(6) 2009 the patient presented for a post op evaluation with a nicely healing incision. X-rays showed fusion to be healing. Hardware appeared intact. The patient had cut back on their narcotic intact. The patient was to start physical therapy. On (B)(6) 2009 the patient presented in physical therapy with improved rom, strength, tolerance, and functional mobility. On (B)(6) 2009 the patient presented with some weakness in the right lower extremity. X-rays revealed evidence of a healing fusion and hardware appeared intact. The patient was recommended for light duty work. On (B)(6) 2010 the patient presented, approx. 3 mons post op, with increased pain. The patient reported having fallenseveral weeks prior which increased the pain and which at reporting seemed to be subsiding. X-rays showed fusion healing and hardware appeared intact. Recommendation to continue physical therapy. On (B)(6) 2010 the patient presented, approx. 6 mos post op, with intermittent pain in the lower back and some weakness in the foot on driving. X-rays showed fusion to be healed and hardware appeared intact. On (B)(6) 2012 the patient presented with low back pain which radiated down the right leg stopping at the ankle with swelling. The patient reported that the pain was worse with sleeping. Medications: vicoden, lidoderm, toprol xl, flexeril and use of a tens unit. The patient reported the following: their last radiological study was done (B)(6) 2009; last injection was in (B)(6) 2011, and they finished physical therapy of (B)(6) 2010. The patient was positive for joint pain, bilateral extremity numbness and tingling, weakness in legs, loss of feeling in right leg, trouble sleeping secondary to pain, gallstones, tenderness l1 though l5 of the spinous proves and paraspinal tenderness bilaterally l3/4, l4/5, and l5/s1. A back and ankle MRI were recommended. On (B)(6) 2012, reportedly, the patient underwent an MRI for the right ankle which showed mild soft tissue swelling about the ankle joint. Focal amount of fluid surrounding the peroneal tendons which may have represented tenosynovitis. Ligaments and tendons were intact. On (B)(6) 2012 the patient presented with lower back pain that radiated down the right leg, stopping at the front of the knee. The patient stated that the pain was a stabbing and sharp sensation. Patient had also been having cramps and spasms in the right leg. The patient underwent a lumbar spine MRI which demonstrated status post laminectomy and fusion from l3-l5 with postsurgical changes noted within the subcutaneous soft tissues, a small csf leak was not excluded. Moderate right and severe left neural foraminal narrowing at l4-5. Moderate central canal stenosis and mild bilateral neural foraminal narrowing at l2-3. Moderate bilateral neural foraminal narrowing at l3-4. On (B)(6) 2012 the patient presented with low back pain which radiated down the right leg, stopping at the front of the knee. The patient described the pain as a stabbing and sharp sensation but at other times dull. The patient also reported spasms in the arch of his right foot. The patient stated that they were unable to sleep due to pain. (B)(6) 2012 the patient presented with low back pain. The patient stated that the pain was constant and radiated down the side of the right leg to the calf. The patient reported that sometimes it radiated on the side and the back of his right leg down to his big toe. The also reported spasms in the left lower back. The patient described symptoms as throbbing pain, numbness and weakness in the right leg. Symptoms were worse with prolonged activity aggravates the pain. The patient was positive for joint pain, muscle cramps (arch of foot),bilateral extremity numbness and tingling, weakness in legs, loss of feeling in right leg, trouble sleeping secondary to pain, gallstones, tenderness l1 though l5 of the spinous proves and paraspinal tenderness bilaterally l3/4, l4/5, and l5/s1. On (B)(6) 2012 the patient presented with lumbar radiculopathy and received bilateral l4, l5 transforaminal epidural injections. No patient complications werenoted. On (B)(6) 2012 the patient presented with complaints of low back pain that radiated into the front of thigh and side of shin. The patient stated that left leg pain had improved by 60% since receiving the bilateral l4/l5 transforaminal epidural injections. The patient reported that for few hours, after this procedure, their thighs were numb and that their low back felt as if there were &#61967;t bubbles&#63497;nside. By the time of the encounter this was no longer present and they were walking better. The patient was still having difficulty with sleep. On (B)(6) 2012 and (B)(6) 2012 the patient presented with constant low back pain that was worse on the right and radiated down into the right leg. Patient stated the pain was aggravated by prolonged activity and sitting and that the pain was waking them up at night. The patient reported that the relief experienced from the epidural injection only lasted a few days. On (B)(6) 2012 the patient presented with constant low back pain that was worse on the left side and radiated into the buttock and down the back of the bilateral legs. On (B)(6) 2012 the patient presented with constant, stabbing low back pain which radiated into the buttock and down the back of the left leg. The patient also reported difficulty sleeping secondary to the pain. Assessment: lumbar radiculopathy, ankle joint pain, low back pain, muscle spasm, and lumbosacral spondylosis. On (B)(6) 2012 the patient presented with constant low back pain. The patient complained it was a stabbing pain with numbness which radiated from the low back in to the right leg down to the toes. (B)(6) 2012 the patient presented with constant aching low back pain which radiated down the front of the right leg and stopped before the knee with numbness in the right thigh. The patient reported that at times the pain will radiate down the back of the left leg. (B)(6) 2012 the patient presented with right sided low back pain which radiated down the side of the right leg and stopping before the ankle. The patient stated the pain was intermittent, sharp and stabbing and aggravated by sitting or lying down. The patient was positive for joint pain, muscle cramps (arch of foot),bilateral extremity numbness and tingling, weakness in legs, loss of feeling in right leg, trouble sleeping secondary to pain, gallstones, tenderness l1 though l5 of the spinous proves and paraspinal tenderness bilaterally l3/4, l4/5, and l5/s1. On (B)(6) 2012 the patient presented with lumbar radiculopathy and received bilateral l3, l4 transforaminal epidural injections. No patient complications were noted. On (B)(6) 2012 the patient stated that they had experienced a 50% relief from symptoms after the (B)(6) 2012 injections and that the radicular symptoms had very much improved. They continued to have left sided low back pain but without the shooting pain into the legs. On (B)(6) 2013 the patient presented with severe sharp right sided low back pain which traveled to the middle of the back of the right leg. The patient stated they were unable to sleep due to the pain. On (B)(6) 2013 the patient presented with lumbosacral spondylosis and received left l3, l4, l5, l5s1 facet joint nerve blocks. No patient complications were noted. On (B)(6) 2013 the patient reported that they had experienced an approx. 30% pain relief from the (B)(6) 2013 nerve block and that it had lasted for only one day. The patient presented with constant dull aching low back pain radiating into the sides and front of the right leg with sharp, shooting, and burning pain. On (B)(6) 2013 the patient presented with low back pain radiating down the front and side of the right leg, stopping in the calf. The patient was positive for joint pain, muscle cramps (arch of foot),bilateral extremity numbness and tingling, weakness in legs, loss of feeling in right leg, trouble sleeping secondary to pain, gallstones, tenderness l1 though l5 of the spinous proves and paraspinal tenderness bilaterally l3/4, l4/5, and l5/s1 on (B)(6) 2013 and (B)(6) 2013 the patient presented with constant, dull, aching low back pain which was worse on the left side. Assessment: lumbar radiculopathy, ankle joint pain, low back pain, muscle spasm, and lumbosacral spondylosis. Medications: diclofenac sodium, soma, percocet, and lidoderm. A spinal simulator was discussed as an option. On (B)(6) 2013 the patient presented with constant, dull, aching pain which radiated down the back of the right leg, stopping in the foot and with numbness in the right thigh. The patient also had swelling in the right lower extremity from the knee to the foot. Possible causes: lumbar radiculopathy vs. Dvt vs. Venous insufficiency. The patient underwent a duplex venous lower extremity ultrasound which showed no evidence of deep venous thrombosis. On (B)(6) 2013 the patient presented with constant, dull, aching pain which radiated down the back of the right leg, stopping in the foot and with numbness inthe right thigh. The patient also had swelling in his right lower extremity from the knee to the foot. Per the encounter notes concerning the right lower extremity swelling: the patient had been advised by a cardiologist that it is not from the heart, by a vascular surgeon that it is not the veins, and by his pcp that it is not his kidneys. The patient was advised to have an updated MRI of the l-spine with and without contrast. On (B)(6) 2013 the patient underwent a lumbar spine MRI which demonstrated post-surgicalchanges of the lower lumbar spine; underlying congenital spinal canal stenosis; moderate bilateral neural foraminal narrowing, left>right at l4-5; and superimposed right para central/lateral recess protrusion and facet arthropathy at l5-s1 causing mild right neural foraminal narrowing. On (B)(6) 2013 the patient presented with constant, dull, aching pain which radiated down the back of the right leg, stopping in the foot and with numbness in the right thigh. The patient reported the thigh pain had become more severe and they were experiencing shooting pains in both legs at night. The patient reported having broken ribs. On (B)(6) 2013 the patient presented with constant low back pain with numbness, burning and aching that radiated down the front of the right leg and down the side of his shin to the ankle. The patient reported pins and needles sensation in his right big toe and that their right leg was constantly swollen. On (B)(6) 2013 the patient presented with constant, dull, aching low back and right leg pain which radiated down the back of the right leg, stopping at the calf and with numbness in the right thigh. The patient also reported the pain was sensitive to touch. The patient reported shooting pain in their legs at night and pain that wakes them up. Medications: lyrica, percocet, oxycontin, lidoderm, diclofenec sodium, and soma. On (B)(6) 2013 the patient presented with constant low back and right leg pain described as burning, stabbing, and aching. The pains radiated down the top of the right thigh to the side of the shin and calve with tingling and numbness in the right foot and stabbing pain in the right big toe. The patient also reported inadequate relief with current medications. The patient&#62688;oxycontin dosage was increased. Assessment: radiculopathy low back pain, muscle spasm, post-laminectomy syndrome, and edema. The patient underwent a drug screen which was as expected. On (B)(6) 2013 the patient presented with constant burning, sharp, shooting, and throbbing right leg pain. Pain started at the top of the right thigh and radiated down the side to top of the knees. The patient reported severe swelling and numbness of the shin and foot. The patient reported that oxycontin was not helpful. The patient reported inadequate relief with current medications. Percocet dosage was increased. On (B)(6) 2013 the patient presented with low back pain and radiculopathy. The patient received right l2, l3, l3, l4 transforaminal epidural injections with sedation. No patient complications were noted. On (B)(6) 2013 the patient presented with low back pain that radiates into his right thigh with numbness and sensitivity to touch. An emg was recommended. The patient reported inadequate relief with oxycontin and this medication was stopped. It was reported that the patient received 25% relief from pain after the (B)(6) 2013 injection and the burning sensation was gone. On (B)(6) 2013 the patient presented with constant stabbing, shooting, and aching low back and bilateral leg pain radiating down the back and front/side of his right thigh. The patient also reported constant numbness. On (B)(6) 2013 the patient presented with possible radiculopathy and underwent an emg/ncs study which reported that the nerve conduction studies of right lower extremity showed non-recordable responses due to lymphedema. There was no electrodiagnostic evidence of right lumbar radiculopathy however, study was limited. The patient was started on neurontin. On (B)(6) 2013 the patient presented with lower back pain with radiation into the posterior aspect of the left leg to knee and pain along the anterolateral aspect of the right leg to knee. On (B)(6) 2013 the patient presented with constant stabbing, shooting, and aching low back and bilateral leg pain radiating down the right side to the big toe. On (B)(6) 2014 the patient presented with lumbar radiculopathy and received right l2, l3, l3, l4 transforaminal epidural injections with sedation. No patient complications were noted. On (B)(6) 2014 the patient reported 70% relief from symptoms after the injection on (B)(6) 2014. On (B)(6) 2014 the patient presented with low back pain with radiation down the right leg stopping near the calf. On (B)(6) 2014 the patient presented with worsening severe low back and leg pain with numbness in the right thigh. The patient wanted to discuss long acting medications. Medications: stopped opana (not effective); started exalgo; continued percocet, and soma.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Review of radiographic images found as follows: on (B)(6) 2008 lumbar x-rays advanced degenerative change is seen from l3 caudally as there is near complete collapse of the l3, l4 and l5 disc spaces with abundant bone spurring and loss of lordosis. Facet overlap and arthritis is also wide spread. There appears to be a hemilaminectomy on the right at l5. On (B)(6) 2008 lumbar MRI sagittal and axial t1 an t2 views are reviewed. Moderate stenosis is seen that is multifactorial at l3, l4 and l5. It does not appear to create neurologic compression. Foramina are more stenotic than the central canal due to disc collapse in the lower lumbar segments. On (B)(6) 2009 lumbar x-rays fusion surgery has been performed from l3 to the sacrum. Interbody spacer is seen at l3 but not at l4 or l5. Pedicle screws are present at every level. Laminectomy has been performed from l3 to s1 as well. Crosslink is seen below l3. Posterolateral fusion bone is also evident on the ap views. On (B)(6) 2009 lumbar x-rays fusion surgery has been performed from l3 to the sacrum. Interbody spacer is seen at l3 but not at l4 or l5. Pedicle screws are present at every level. Laminectomy has been performed from l3 to s1 as well. Crosslink is seen below l3. Posterolateral fusion bone is also evident on the ap views. On (B)(6) 2009 lumbar x-rays fusion surgery has been performed from l3 to the sacrum. Interbody spacer is seen at l3 but not at l4 or l5. Pedicle screws are present at every level. Laminectomy has been performed from l3 to s1 as well. Crosslink is seen below l3. Posterolateral fusion bone is also evident on the ap views. On (B)(6) 2010 lumbar x-rays fusion surgery has been performed from l3 to the sacrum. Interbody spacer is seen at l3 but not at l4 or l5. Pedicle screws are present at every level. Laminectomy has been performed from l3 to s1 as well. Crosslink is seen below l3. Posterolateral fusion bone is also evident on the ap views and is becoming more pronounced. On (B)(6) 2010 lumbar x-rays fusion surgery has been performed from l3 to the sacrum. Interbody spacer is seen at l3 but not at l4 or l5. Pedicle screws are present at every level. Laminectomy has been performed from l3 to s1 as well. Crosslink is seen below l3. Posterolateral fusion is seen to have occurred on the ap views.

Event description:
On (B)(6) 2009 the patient underwent a fusion procedure in which rhbmp-2/acs, mastergraft, peek cage and tsrh instrumentation were used.